Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with pre-operative diagnosis of degenerative disk disease l4-5 and underwent following procedures: lateral extra-cavitary approach and discectomy; lateral anterior arthrodesis; anterior structural graft 4)anterior instrumentation l4-5. Indications: patient has history of truncal pain. An MRI scan revealed severe ddd at the l4-5 level with disk space narrowing lateral bilateral foraminal stenosis and nerve root compression. Per operative note: through a lateral extracavitary approach the l4-5 level was exposed. The psoas muscle was dissected and with electrode monitoring the lumbar plexus was dissected posteriorly. A radical discectomy was completed, the cartilaginous endplates removed, the bony end plates scored and the disk space dilated. A 10 by 25 by 55 peek cage was packed with bmp and synthetic bone and countersunk under direct visualization to the appropriate depth. The construct was held in place by a lateral plate with 65 mm screws and a 10 mm plate. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.